Event description:
During the transfemoral tavr procedure, the sapien xt valve was positioned 50:50, however, during deployment the valve shifted and landed 20:80 aortic/ventricular due to calcium distribution that was in the aortic annulus. This resulted in mild paravalvular leak (pvl). The decision was made to deploy a second valve slightly higher. A second sapien xt valve was deployed in a 60:40 a/v position within the first valve in order to secure the first valve and seal the annulus. A repeat echo showed the pvl had remained unchanged. This was believed to be due to the moderate calcium that lied in the aortic annulus. No additional intervention was performed. The patient left the room in stable condition the native annulus measured 23mm by tee, and the annular and leaflet calcification were moderate. The image intensifier angle and coaxial alignment of the delivery system and valve were reported as good, ventilation was held and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition and pvl requiring intervention are known potential complications associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, it was reported that calcium distribution of the native valve resulted in ventricular malposition during deployment. A combination of the calcium distribution and ventricular malposition resulted in the subsequent pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.